Event description:
On 3/9/99, while treating a 53 year old male pt cardiac arrest, the crew was able to shock the pt only one time using the paddles. They jiggled the cable and were able to get the unit to shock. They shocked a total of 3 times. The pt was transported to a hosp. Throughout the incident, there was no change in the pt. Pt outcome is unk.